Event description:
It was reported that the patient presented for a scheduled implantable pulse generator (ipg) change. It was observed that the right atrial (ra) lead exhibited unstable thresholds, high and undefined impedance, variable impedance and noise upon patient movement. Diagnostic testing/troubleshooting was carried out and reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: l301 ipg, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.